Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: thrombocytopenia: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. During support, the patient continued to decompensate to unload left ventricle (lv). There were also de-air purge alarms after a cassette change. The staff had the nurse open the cassette door and inspect for obstructions and it had jammed, and additional staff was necessary to open the device. Once open, the line was unobstructed. There were ¿position unknown¿ alarms due to low purge pressure. The patient was in ventricular fibrillation and there were also high purge pressure alarms. There was no heparin in the purge. The patient ultimately expired, and medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.